Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was apparent explant damage. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. The outer insulation had a breached cut.

Event description:
It was reported that during the implant attempt the right atrial lead dislodged multiple times and had varying impedance. The lead was not implanted and another lead was attempted. The second lead also dislodged a few times and had varying impedance. Good thresholds and impedance were finally obtained and the lead remains in use. The physician felt the issues with both leads could be due to patient anatomy. No patient complications have been reported as a result of this event.